Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was experiencing ineffective relief despite multiple attempts to improve therapy. The patient underwent an scs explant procedure. The explanted device components will not be returned.